Manufacturer narrative:
The alleged issue that one of the pumps had the prime feature greyed out and was unable to select could not be confirmed. No instrument devices, data set in use or associated device logs were received for investigation, even though several requests were made with no response from the customer. The file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that one of the pumps had the prime feature greyed out and unable to select the prime feature on the device. There was no report of patient involvement.